Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Customer returned (7) open 8mm, 31g pen needles without the tear drop label. Customer states that there is leakage through the non patient end of pen. All returned pen needles were tested and all were able to expel properly without any observed leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 7354645. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd micro fine plus pen injector needle there was an issue with leakage. There was no report of injury or medical intervention.